Event description:
Caller reported aviva system blood glucose result of 38 mg/dl at 2:22 pm. He states he did not feel any symptoms of hypoglycemia at the time, but he drank 6-8 oz of juice and a (B)(6). Same system retest 7 minutes later at 2:29 pm was 246 mg/dl. Same system retest 1 minute later at 2:30 pm was 125 mg/dl. Same system retest while on the phone, more than 10 minutes later, was 201 mg/dl. He stated he feels that is an accurate reading considering his intake of juice and soda. Customer feels fine right now. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.